Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2 reference MFR. Report#: 1627487-2018-10155. It was reported the physician was able to palpate the patient¿s leads whereas before they were unable to do so. The patient had previously had fluid buildup present at the ipg site which was determined to be related to a seroma (reference MFR. Report: 1627487-2018-09425). The physician suspected the fluid caused the leads to migrate. Surgical intervention was undertaken on (B)(6) 2018 and the physician cleaned the sites and removed scar tissue. Follow-up with the patient indicated they were doing well.